Manufacturer narrative:
Continuation of d10: product ID: afr-00001 0232914625 product type: catheter product ID: afr-00001 product type: catheter product ID: afr-00006 product type: catheter cable product ID: afr-00008 0232914625 product type: irrigation pump medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, the catheter was advanced into the left atrium, where pulmonary vein isolation was performed using intracardiac echocardiography. During the left atrium portion, a bubble was observed in the tubing and the catheter was removed and re-prepped. It was then reported that a pulse field generator (pfg) communication error occurred and the stack was restarted. A temperature sensor fault occurred on the first catheter and did not clear, so the catheter was replaced. After the replacement catheter was in place, an extreme shift in left atrial anatomy was reported with lesions not lining up with prior maps, and the mapping/geometry from the new map did not match the prior map and was significantly smaller. Due to concern about ¿ablating blindly,¿ the ablation was aborted while the patient was under general anesthesia and posterior wall isolation could not be completed. No patient complications have been reported as a result of this event.